Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller had a controller failure alarm during use supporting a patient in the intensive care unit. It was noted the device remained in use and there was no harm to the patient.

Manufacturer narrative:
The investigation for the console (aic) controller failure has been completed. Before the complaint date, the first instance of pbm communication occurred at boot up. This happened intermittently for subsequent boot ups and cases. The last imc log available and there were not logs available for the complaint date. The console was returned for investigation and the failure mode reproduced. The pbm1 communication trace was found to be corroded on the pbm. Additionally, there were pbm communication issues in the imc logs as a result. The cause of the pbm communication failure was a contaminated communication pcb trace.